Event description:
It was reported that this 72 y/o female patient's right shoulder revised due to pain and a loose stem. Reverse implants were all removed, minus the baseplate because it was well fixed, and revised to new exactech implants. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the cement and bone interface leading to aseptic humeral loosening. An unreported secondary finding is damage to the edge of the humeral liner, likely due to unintended impingement with the scapular bone. However, the humeral loosening and any other contributing factors cannot be confirmed as radiographs were not provided and the devices were not returned for evaluation. D1: corrected. D4: corrected. G4: corrected. H6: corrected health effect, component, and investigation clinical codes.